Manufacturer narrative:
(B)(4).

Event description:
The patient's physician reported that the patient had experienced nerve pulses shooting through his body while sleeping. The event was confirmed to have started on the implant day and was determined to be device related. The revision was stated to be on (B)(6) 2011. The patient recovered without permanent impairment.

Event description:
After implant, in the recovery room, the patient experienced shocking and involuntary movements. The health care provider (hcp) came in and did an x-ray, saw that the lead had moved. The hcp indicated that a laminectomy was performed to implant and the surgeon had very little room to work in or to tie down the lead. A week after implant the patient underwent a lead revision surgery to correct the lead movement. It was noted that reprogramming with the company representatives took several months after implant, the patient had met with the company representatives a dozen times. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).